Manufacturer narrative:
A review of the service history record determined this is the first time the device has been returned for service. The device was received for evaluation and testing was performed. The reported issue could not be duplicated, the device operated as intended.

Event description:
The customer reported that the device has been glitching. It is not turning on when plugged in. Additional information was provided. The issue started after some time of use, but the time would vary. It was reported to be stopping around mid-feed and right after the pump would start. The device would turn on by itself. It would display error codes (air in line, occlusion error, system error 10). The patient's caretaker would start the pump, the pump would confirm "started", but feeding would not occur. The device was manually turned off. Patient's family reported that in the past, this pump would unexpectedly power off on its own, but not in this specific incident. No harm has been reported; however, the patient was sent to the hospital in the time period due to vomiting. Further information was provided stating that the issue resulted in inaccurate feedings. Unfortunately, the caregiver does not have specific volumes. No actual air was found in the line. The patient's mother suspects the vomiting is likely related. The patient was hospitalized and was stabilized. The patient is currently feeding on another unit (a kangaroo joey pump) and is stable. The patient was not harmed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.